Event description:
It was reported that during an unk procedure, the active blade of the shear broke. The facility currently reprocessess both open/unused and open/used harmonic scalpel product and it was not known if this instrument was reprocessed or OEM-original. Suspect reprocessed product. There were no patient consequences. The device is being returned.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated. We have documented the circumstances as they were reported to us.